Event description:
A malfunction was reported on the customer's pump, with a malfunction code of malf 12. Customer¿s blood glucose (bg) level was 532 mg/dl. Customer had not addressed high bg at time of trouble shooting. The customer continued to use the pump for insulin therapy.